Event description:
It was reported that currently some patient issues were being worked out. It was not believed the issues were related to the mobile power unit.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of humming and thumping noise from a mobile power unit was not confirmed. The mobile power unit (mpu) was not returned for analysis. Per provided information, the technical service advised the site to provide the patient with a power module and to check if this resolves the issue. Additional information on 22mar2021 stated that the site does not believe that the reported event is related to the mpu. The site will reach out again if there are any concerns. There are no plans to send anything back. A root cause of the reported event was not determined through this analysis. Heartmate iii instructions for use and heartmate iii patient handbook caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient heard a weird noise at night when he is plugged into his mobile power unit (mpu). The patient doesn¿t notice anything during the day on battery power, only at night when he's hooked up to the wall. He is used to hearing the ¿two toned¿ noise of the vad altering speeds every few seconds, but states sometimes it sounds more melodic. At night when the patient is connected to his mpu the noise sounds like a humming and thumping. The vad coordinator attempted to reproduce the sound in clinic with the mpu with patient standing/sitting/laying but was unable to reproduce sounds. The event log did not capture any unusual events. Technical services recommended switching the patient to a power module and monitor for sounds.